Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during an event involving a patient. The customer advised that medical personnel were able to power the device back on manually after the first loss of power and use it for a short time before the second loss of power occurred. A backup device was available and used to continue patient care. The patient was being monitored during the event and there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.